Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench tests in normal and stressed conditions and environmental chamber tests without duplicating the report. An internal inspection resulted in no findings. Ac power related accessories were not returned for evaluation. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.